Event description:
It was reported that the ventilator had a blower temperature too high. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6). Reporter phone number:(B)(6).

Manufacturer narrative:
It was reported that the hospital repaired the unit. However, repair information was not provided. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.